Event description:
Additional information was received that during the loading of the first delivery catheter system (dcs), clarifying that there appeared to be gap between the hemostatic valve (blue) actuator and the hemostatic valve body. It was noted that during the initial loading the deployment issue was observed. It was noted that the valve implant was challenging due to the patient being obese making imaging difficult. After deployment under intracardiac echocardiography (ice) and one day post op transthoracic echocardiogram (tte) revealed one of the leaflets was stuck in the open position.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: an intracardiac echocardiography (ice) 0:09 screen recording was provided. A limited 9 second video of ice imaging showed the device well seated with no obvious abnormal frame motion. The valve leaflets appear thickened with off-centered coaptation. No doppler information provided ¿ unable to comment on flow velocities or regurgitation. A transthoracic echocardiogram (tte) 0:38 screen recording was provided. A limited video of tte imaging showed the device well seated in an annular position. Valve thickness is difficult to assess. Color flow doppler indicates mild to moderate pulmonary regurgitation. The peak velocity across the harmony device is 1.6 meter/sec (m/s), peak gradient 11 millimeters of mercury (mmhg) limited short screen recordings provided. Ice imaging demonstrated thickened device leaflets with abnormal motion. One-day post implant echo images showed mild-moderate pulmonary regurgitation and normal doppler velocities. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID harmony-dcs (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID harmony-dcs (B)(4); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the valve was rinsed, and the leaf inspection and dunk test appeared normal. During loading, it was noted that there was more resistance than normal, and there was an "immense" amount of resistance during last 2 centimeters (cm) of loading. Additionally, the actuator for the shaft would not lock, and the "gap" between actuator and gray side port portion appeared large. Therefore, the valve was unloaded and a new dcs was used. Upon loading the valve into the new dcs, the wire position within the patient was lost; however, the wire position was able to be secured. At this point, the valve was exposed to air while attached to the coil before being loaded into the capsule. The leaflets of the valve were irrigated with normal saline a total of 3 times, and the valve was successfully loaded. During the implant of the valve, the implant was "challenging" due to the guidewire position in the left pulmonary artery; however, the valve was implanted at a desired position. The nose cone of the dcs was withdrawn gently through the center of the valve using wire manipulation, and captured into the radiopaque marker without issues. It was noted that visualization was difficult throughout the procedure due to the patient's anatomy. Following the implant of the valve, the patient had a mean gradient of 7 millimeters of mercury (mm hg) from a baseline of 2 mm hg which was acceptable. An intracardiac echocardiogram (ice) was performed that revealed a possible stuck leaflet. A flow jet color doppler confirmed the "stuck" leaflet with moderate pulmonary regurgitation out of one of the cusps. Additionally, the functioning leaflet appeared prolapsed and thickened. Subsequently, a post-implant balloon dilatation was performed using a 24 millimeter (mm) non-medtronic balloon to 3 standard atmosphere (atm); however, there was no affect observed on ice. Following the implant procedure, the patient was placed on observation. One day following the implant procedure, a repeat echocardiogram was performed that showed no change, and the eccentric regurgitation was noted to be mild to moderate. Additionally, the patient was restarted on anticoagulation that she was prescribed prior to the implant procedure, and was placed on a nonsteroidal anti-inflammatory drug. It was planned for the patient to undergo a transesophageal echocardiogram (tee) 2 weeks following the implant procedure.